Event description:
It was observed that during the device evaluation, the laparo-thoraco videoscope displayed peeling adhesive around the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d4 additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the defect was possibly caused by the stress of repeated use, external factors, or handling. However, a definitive root cause could not be identified. The following is included in the instruction for use (IFU): the instruction manual "chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.